Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was loss of capture at maximum output. The pulse generator was not implanted.